Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, blood glucose level displayed high and was resolved with a manual injection. Customer continued to use the pump for insulin therapy.